Event description:
Device report from depuy synthes reports an event in united kingdom as follows: it was reported that during a procedure on (B)(6) 2022, when the scrub nurse inserted the guidewire into the drill sleeve, the guidewire got stuck. The scrub nurse couldn¿t pull the wire out and snapped off both ends, leaving the rest of the guidewire stuck inside the sleeve. During manufacturer's investigation of the returned device it was identified that the spiral of the handle was broken, fragment was returned. This device condition was evaluated and determined as reportable on november 8, 2022. This report is for one (1) 1.25mm drill sleeve this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial reporter is a j&j employee. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the drillsl 1.25 w/long handle had a fragment of the unk - guide/compression/k-wires stuck in the insertion hole of the guide. The spiral of the handle was broken, fragment was returned. A dimensional inspection for the drillsl 1.25 w/long handle was unable to be performed due to post manufacturing damage. A functional test was unable to be performed due to stuck devices. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drillsl 1.25 w/long handle would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part: 312.160. Lot: l923897. Manufacturing site: (B)(4). Supplier: na. Release to warehouse date: 07 aug 2018. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.